Manufacturer narrative:
PMA/510(k) #k210476. Device evaluation: the device evaluation could not be completed as the device was not returned for evaluation. Through the investigation it was established that the stylet was removed partially (or fully) when advancing the needle into the target site which resulted in the distal part of the needle breaking. Manufacturing records: prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c2009854 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0109 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿ and " and "ensure the stylet is fully inserted when advancing the needle into the target site". There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0109) as per update from rep. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could be attributed to user error as the stylet should not be partially (or fully) removed prior to advancement of the needle into intended targeted site. As the stylet provides support to the needle for puncture this would have led to the distal tip of the needle to break. As per q.7 of the additional questions it is also possible that the device being used in a tortuous position may also have contributed to the distal needle break. Summary: complaint is confirmed based on customer and/or rep testimony. According to update from the rep, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
This supplemental report is being submitted due to completion of investigation on the 1-nov-2023.

Event description:
The needle has detached from the catheter. 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Patient end. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. Please specify if yes. It wasn't really a flaw. It was a misuse of the product. They moved the stylet away from the needle, something that is counterproductive with the use of the needle. They recognized the error immediately when I explained to them again the conditions of use of the material. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 5. If the device is a procore needle, is the device damage located at the notch / core trap?, yes. If no, please specify where the damage is located: notch. 6. Was gaining access to the target site difficult?no. 7. Was the device used in a tortuous position? Yes. 8. Was puncture of the target site difficult? No. Rep update 28/08/2023: can you please clarify the following in relation to the above statement; does the wording "they moved the stylet away from the needle" mean that the stylet was removed partially (or fully) from the needle? If the answer to the above question is yes did this happen when advancing the needle into the target site? -yes they do . Its happens exactly this. I also have one other question as follows; the complaint description states " the needle has detached from the catheter" and q.2 of the standard questions states "patient end". Based on this information am I correct in assuming that the distal part (patient end) of the needle had broken. Yes . They do . The needle had broken. 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.).n/a. A. If the lungs, which lymph node was being targeted? 4r. 10. Please describe the size of the intended target site. 11. If not with the device in question, how was the procedure performed and/or finished? Procedure performed. 12. Was the device damaged in packaging prior to removal? No. 13. Was the device damaged on removal from packaging? No. 14. Was force required to remove the device? Yes. 15. Did the patient require any additional procedures as a result of this event?no. 16. What intervention (if any) was required? 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Nothing. 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a, yes, no. 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? 21. Was resistance felt while inserting the device through the scope? N/a, yes, no. 22. Was the scope recently serviced / repaired? N/a, yes, no. 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? 24. Was the syringe used during the procedure, after the stylet was removed? N/a, yes, no. 25. Was difficulty experienced while retracting the needle? N/a, yes, no. 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a, yes, no. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a,yes,no. 28. Was the stylet partially removed when advancing the needle into the target site? N/a,yes,no. 29. How many samples were obtained (passes completed) with this needle? 30. Did any section of the device detach inside the patient? N/a, yes, no. If yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no. 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no. 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no. 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea?

Manufacturer narrative:
PMA/510(k) #k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.